Event description:
It was reported that the implantable cardioverter-defibrillator continued to deliver anti-tachycardia pacing and exhibited a failure to deliver shock, and inadequate anti-tachycardia pacing, the device returned to sinus after atp since the rhythm temporarily slowed but did not break. Programming changes were made. The patient was stable.